Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I had an extra heart beat beating through my skin. And they said a wire was touching a nerve." Follow up concluded the patient experienced diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.